Manufacturer narrative:
The glucose reagent lot number was 77229101 with an expiration date of 30-apr-2025. The uric acid reagent lot number was 82364901 with an expiration date of 30-sep-2025. The urea reagent lot number was 78555301 with an expiration date of 31-dec-2024. The field service engineer replaced both sample probes and performed adjustments, mechanism checks, and precision testing. The customer cleaned the path from the syringes to the reagent and sample probes, cleaned the vacuum probes in the rinse unit, and checked the cuvette levels. The investigation determined the service/maintenance actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. Sample (B)(6), initial glucose result was 21 mg/dl. The repeat result from the sample analyzer was 71.6 mg/dl and from another cobas c702 analyzer, the repeat result was 109 mg/dl. Sample (B)(6), initial glucose result was 222 mg/dl and the repeat result was 78 mg/dl. Sample (B)(6) , initial uric acid result was 0.0 mg/dl and the repeat result on the second c702 in the lab was 3.1 mg/dl. Sample (B)(6), initial urea result was 29.2 mg/dl. The repeat result from another cobas c702 analyzer was 52 mg/dl. Sample (B)(6), initial urea result was 4.2 mg/dl. The repeat result from another cobas c702 analyzer was 25 mg/dl. The questionable results were not reported outside of the laboratory.